Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks and missing piece of shell assessed as inconclusive were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "confirmed via ultrasound and left side device rupture was confirmed" this is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "confirmed via ultrasound and left side device rupture was confirmed" this is for the left side device. The device has been explanted.